Event description:
It was reported to boston scientific corp that a endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) procedure on a (B) (6) female pt. According to the complainant, during the procedure, the push catheter portion of the peg tube would not exit through the gastric wall and crinkled up under pressure. The physician pulled everything out and completed the procedure with a competitor's device (manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacturer dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).